Event description:
A pt reported she was treated on 26 march 1999 in the glabella, chin, and vertical, lip lines. After the treatment, the glabella was "blue" in color. A few hrs after the treatment, the glabella area became very tender. On 28 march 1999, the glabella area became purple with redness surrounding the central purple area; the area was very swollen and very painful. The pt denied symptoms at the other treated sites. On 29 march 1999, the pt was examined by the physician and he believed the symptoms were an "allergic response" and not an infection. The physician prescribed benadryl and cephalexin. On 30 march 1999, the area was very painful. The physician believed the symptoms were improving. On 31 march 1999, the pt stated there was a 1 inch long by 1/2 inch wide area at the glabella which was tender and swollen with moist pustules. Contact with the physician was refused.